Event description:
The complainant stated that the bed had an unintentional movement. The bed is out of svc.

Manufacturer narrative:
The account's maintenance isolated the issue to the left siderail. Repairs have not been completed. A f/u report will be sent once the customer discloses their investigation.